Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the reported difficult or delayed positioning associated with difficulty grasping the leaflets appears to be related to patient morphology/pathology (broad central jet, severe posterior leaflet prolapse and flail). Unspecified tissue injury appears to be related to procedural conditions associated with difficulty grasping of the leaflets. Tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Correction: h6 adverse event problem: health effect - impact code: 4614 was removed and replaced with 4641.

Event description:
Subsequent to the initial report: there was no single leaflet device attachment or partial clip detachment. The team ascertained that there was too much posterior leaflet remaining to only have one clip. Therefore a second clip was implanted to target the residual posterior leaflet, and to hold the first clip firmly in place due to the chordal injury.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation the hemostasis valve of the steerable guide catheter (sgc) could not hold saline for a 30 second timeframe and a loss of column was observed. Air bubbles were visualized in the hemostasis valve. A replacement was used to complete the procedure. The patient presented with grade 4 degenerative mitral regurgitation (mr), broad central jet, posterior leaflet prolapse and flail for a mitraclip procedure. Two xtws were placed. The first clip had challenging grasps with numerous attempts. Chordal injury was noted. There was a residual posterior leaflet, therefore a second clip was implanted. The mr was reduced to grade 2. There was no adverse patient sequelae.